Event description:
It was reported, the patient experiences burning at the ipg site when her stimulation is on. The burning stops when stimulation is turned off. Reportedly, the issue is not occurring when the patient is charging. Follow-up information indicated, the physician moved the ipg to a new pocket location. The patient was in good condition postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.